Manufacturer narrative:
The customer did not return any product for investigation. No information was provided in the complaint that would point to a cause for the discrepant results. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
(B)(6). Qc passed on both meters within the last 24 hours prior to the event. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on 2 accu-chek inform ii instruments with rf card. The result from meter a at 11:13 a.m. Was 519 mg/dl. The result from meter a at 11:16 a.m. Was 383 mg/dl. The result from meter b at 11:19 a.m. Was 379 mg/dl.